Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated an r-wave amplitude measurement issue.

Event description:
It was it was reported that the right ventricular (rv) lead exhibited high pacing thresholds. It was suspected that there was lead slack or an issue with the helix fixation. An x-ray revealed the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.